Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the power on reset (por) occurrence as reported. However, x-ray and detailed visual examinations of the device failed to reveal evidence of device malfunction that would account for the reset. The device functioned nominally passing all testing during the analysis with no observed por. The analysis was terminated with no cause identified for the por. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up, device could not be interrogated and it was observed that the device had a power on reset. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.